Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Near the conclusion of the procedure air was identified within in the laa via fluoroscopy and transesophageal echocardiogram (tee). The air resolved without intervention and the procedure was successfully completed. It was thought to be introduced with the first contrast injection of the appendage most likely from failure to aspirate the pigtail catheter completely. The patient fully recovered and was discharged.